Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited the screen was glitching. The issue was found during colonoscopy diagnostic procedure while the patient was under sedation. It was completed with the same device. There were no reports of patient harm.